Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up and was experiencing phrenic nerve stimulation in all of the left ventricular leads configurations. On (B)(6) 2016 the lead was successfully capped and replaced. The patient tolerated the procedure well and was stable post surgery.